Manufacturer narrative:
(B)(4) date sent: 2/19/2026 b3: exact event date unk, entered 1/1/2026 as only the year was provided. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: during this case she noticed staples on her back table. She was not certain if she noticed before or after the staple was fired but that she believes it may have been after the firing that she saw the staples. She said they were not formed or bent staples and there were about 8 of them. 1. Please provide a picture (if available) 1. Picture included in shipper kit also 2. Was the procedure extended? If yes, how long (minutes). 1. Dr. Said 60 minutes were added to his case. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sigmoid and the cdh29p stapler misfired. It only stapled half of the anastomosis and left the half open. The patient is fine and they redid the anastomosis but this issue did delay the case.

Manufacturer narrative:
(B)(4). Date sent: 3/27/2026. This is an analysis of a photo submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the photo shows different displays of a body cavity with a circular cut but no staples could be noted. However, the photo does not provide enough evidence related to the event reported. Based on the photo reviewed, the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review: an evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation.